Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation with 275cc mentor memorygel breast implants and experienced baker grade IV capsular contracture on an unspecified side postoperatively. As a result, the patient underwent device removal on (B)(6) 2020.

Manufacturer narrative:
Additional information: on january 26, 2021, the mentor failure analysis lab received the device for evaluation. Mentor became aware of the lot number of the impacted device. Lot number: 6866906 was manufactured in leiden, netherlands. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as asrs / psrs or mdrs. As a result, no further reports will be submitted to the FDA regarding this device. Manufacturer's reference number: (B)(4).